Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), menorrhagia ("menorrhagia"), fibromyalgia ("autoimmune diagnosed - fibromyalgia"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and menorrhagia had resolved and the fibromyalgia, fatigue, alopecia, migraine, headache, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal, back, dysmennorhea, fibromyalgia, bladder/urinary problems, fatigue, hair loss, migraine, headaches, weight gain, vision probs. Select all injuries resolved post removal-bladder/urinary. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s)(unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic / abdominal, back, dysmennorhea, menorrhagia, autoimmune diagnosed - fibromyalgia, bladder/urinary prob, fatigue, hair loss, migraine, headaches, weight gain, vision probs. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.